Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that attempts to interrogate this pacemaker with a programmer were unsuccessful. The programmer wand was waved all over both sides of the patient's chest, without success. It was noted that the patient had dementia and was non-verbal, thus was unable to communicate where the device was located. Upon further evaluation, it was determined that the pacemaker had migrated into the patient's underarm area. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.